Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his blood glucose has been in the 50 mg/dl and 60 mg/dl range a few months ago. The customer would keep something sweet on his person in order to treat as needed. The customer stated that every now and then his blood glucose would go low after treating with his insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.